Event description:
According to the customer, on 4/11/2026, he was using his shower bench when the backrest cracked and he fell.

Manufacturer narrative:
According to the customer, on 4/11/2026, he was using his shower bench when the backrest cracked and he fell. He states that he hit the back of his head and his shoulder, and now his back, head, and shoulder still hurt from the fall. He had surgery on his left shoulder some years ago and is wondering if that is contributing to the pain. Customer states he did not seek medical attention and has been taking otc pain medication, including tylenol and advil. He is doing "okay" even though he is still in pain. The product has been returned for evaluation. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.